Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Catalog number in d4 is the similar us list number; the international list number is unknown. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2023,the patient experienced pain when moving the peg tube with white discharge. On 12 dec 2023 it was reported that the patient began treatment with oral antibiotic meiact for days due to continuing of pain and smelly white discharge. A smear taken revealed candida albicans and the patient began treatment with an oral antifungal.

Manufacturer narrative:
Reference record (B)(4). Additional information added to b5, d6b, and h6 codes. The device involved in the event discarded; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of 4581 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 01 feb 2024: the spouse reported that the tubing was changed completely on (B)(6) 2024 due to the stoma infection. During the endoscopy for the tubing replacement, the internal plate of the peg tube was visualized to be buried. The internal plate was able to be removed and a new stoma site was created for the new tubing. It was reported that the new stoma site was fine and the patient was scheduled to be discharged home on(B)(6) 2024.